Event description:
During removal of the stent delivery sys (sds), the tip of the device touched the placed stent and the stent migrated to the aorta. The pt is a male. The target was the right common/external iliac artery. The vessel was described as mildly calcified and tortuous. The prod was properly inspected and prepped prior to use. The physician made access in the right femoral artery. The lesion was pre-dilated with savvy (6 mm x 4 cm, lot unk), and then the smart control was placed. There was no difficulty advancing the stent to the lesion, but it was noted that the struts on the tip of the stent were overlapping and became jammed when placed at the lesion causing the stent to be placed in an inclined position, not parallel to the vessel wall. When removing the delivery sys, the tip of the catheter touched the stent causing it to migrate to the aorta. The physician attempted to retrieve the stent by inflating a balloon inside the stent and move the stent to the iliac artery, but was unsuccessful. The stent was successfully pulled back to the original target lesion using a snare catheter. This procedure was performed at a different facility. The pt is in stable condition.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Mfg records were reviewed and prod met all quality requirements for prod acceptance. A DHR review was requested to nitinol devices & components (ndc), and the results indicated that the stent shipped meets specified release requirements. The prod has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.